Manufacturer narrative:
Device return is not required. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced low blood glucose (bg) of 45 mg/dl with severe dizziness and blurred vision associated with an alleged cgm transmitter/sensor issue. It was reported that the continuous glucose monitoring (cgm) readings were inaccurate as compared to the finger stick blood glucose (bg) values. The cgm reading was 123 mg/dl while the finger stick blood glucose value was 45 mg/dl. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the following possible training /misuse causes could have led to the cgm reading issue: the patient was not doing quality checks on the bg meter per manufacturer¿s recommendations; the patient had taken the medication acetaminophen or paracetamol and the patient was not washing and drying their hands thoroughly prior to fingerstick testing. This complaint is being reported based on the allegation that the patient experienced hypoglycemia due to use error and an alleged cgm transmitter/sensor issue.